Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. The provided lot number was not recognized as a valid lot number, as such, a manufacturing record evaluation (mre) cannot be conducted because no valid lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Per internal review on(B)(6)2020 , it was discovered that the "required intervention" selection in section b2 was mistakenly omitted from the initial report. A pericardiocentesis was performed, therefore, the "required intervention" selection has been checkmarked within this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000716802

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent supraventricular tachycardia ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a pericardial effusion on the right side of the heart. The physician stated that a cardiac tamponade occurred due to a cardiac perforation, the location of the perforation was unknown at the time of the call this time. The caller stated that during the procedure the anesthesia provider noticed a drop in blood pressure, the effusion was confirmed via a soundstar catheter, a pericardiocentesis was performed and 300 cc of fluid was removed. There was no evidence of effusion prior to procedure. The patient was hemodynamically stabilized and was admitted to the intensive care unit for observation and their condition was stable. The physician¿s opinion about the cause of the event is unknown. There was no report of extended hospitalization. The event was discovered during use of biosense webster products and post-ablation during continuation of the mapping. The maximum power used was 25 watts, 27 lesions were performed with total ablation time 5 min and 37 seconds, total fluid delivered 522 ml. Transseptal was performed with brk needle (abbott). There was no evidence of steam pop. The irrigation low flow setting was 2ml/min. Graph, dashboard, vector, and visitag were used during the procedure for force visualization. The visitag module was used with parameters for 1.5mm for 3 seconds, force-over-time 30%, and 3g, with respiration gating as additional filter. Tag color set by impedance drop. There were no error messages on biosense webster equipment during the procedure.